Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of event was unknown. The patient was hospitalized for the event and was treated with vancomycin (dose, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient was still in the hospital and has not recovered from the event. Action taken with pd therapy was not reported. No additional information is available as the reporter declined follow up.